Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unknown procedure, when the hiwire nitinol hydrophilic wire guide passes into an unknown ureteroscope, "it peels". This peeling then obstructs the ureteroscope making the removal harder. The material of the guidewire that peeled off was removed without issue. No adverse effects to the patient have been reported. Additional information has been requested and a follow up report will be submitted when and if that information is received.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that during a flexible ureteroscopy in the kidney when the hiwire nitinol hydrophilic wire guide passes into an unknown ureteroscope, "it peels". This peeling then obstructs the ureteroscope making the removal harder. The material of the guidewire that peeled off was removed without issue. A visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, instructions for use (IFU) specifications, and quality control data. The complainant returned one hiwire nitinol hydrophilic wire guide for investigation. Visual examination confirmed the wire guide was received in used condition without the coiled holder. The wire jacket material was sheared off 17.4cm to 31.3cm from the distal tip exposing bare wire. The device was returned to the supplier for investigation. Supplier summary of findings: a review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at the supplier and was determined to be acceptable. As noted above, the specimen presented skive/cut damage to the polymer jacket material 17.4 to 31.3cm from the distal tip with material removal, exposing the metallic core wire. The specimen also presents a large radius bend 0.40 to 38.5cm from the distal tip, consistent with tensile loading. The third party supplier investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows one other complaint associated with the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events indicate a device issue with the entire lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. When using wire guide through a metal cannula /needle, use caution as damage may occur to outer coating. When exchanging or withdrawing an instrument over the wire guide, secure and maintain the wire guide in place under fluoroscopy in order to avoid unexpected wire guide displacement. These wire guides are not intended for tpca use. The complaint device was returned and forwarded to the supplier for evaluation. The supplier determined the complaint device met specifications at the time of shipment. The returned wire guide presented skive/cut damage to the polymer jacket material 17.4cm to 31.3cm from the distal tip with material removal, exposing the metallic core wire. Since the device met specifications at the time of shipment, the damage most likely occurred during the procedure. The IFU provides information to the user to avoid this failure mode. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 02jan2020: the procedure being performed was a flexible ureteroscopy in the kidney.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, e4. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.